Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was not on warfarin but on eliquis (apixaban) 5mg twice a day on (B)(6) 2022 due to the inability to tolerate warfarin. The patient was stable until they were presented to the outside facility unresponsive. The patient was declared brain dead at outside facility and passed away. The pump was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a stroke on (B)(6) 2023. No other information was provided.